Event description:
It was reported that during an unk procedure, the device fired malformed staples. The surgeon had to remove the malformed staples from the pt. It was not reported how the procedure was completed. Pt consequence is unk.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.